Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via a n implantable pump for non-malignant pain indications for use. It was reported that the patient had magnetic resonance imaging (MRI) this morning and the pump has not yet recovered ~5 hrs later. The log showed stall at 11:03 am but no recovery yet. The company representative (rep) stated that the patient had not heard the alarm, reviewed telemetry mode. The agent had the rep re-read the pump which then showed a recovery at 4:44 pm. Explained the log showing up shortly after reading it and lack of alarm help confirm it was likely in telemetry mode. No symptom was reported.